Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed no physical damage. Review of event history log was not applicable. Functional testing was able to replicate the reported issue. The root cause was determined to be a defective internal battery. The main board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device ¿starts beeping alarm goes silent at ¿alarms off¿¿. The device showed 3 exclamation marks in the display, then the pump died; new battery in text data lost. According to the alarm log the device had changed the date itself and alarmed error ¿46828¿. There was unknown patient involvement and unknown patient harm.